Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Reporter stated the customer experienced unexplained hyperglycemia of 600 mg/dl and was hospitalized for a day. He disconnected the infusion set and delivered a 6.0 unit bolus, and he reported no insulin was delivered. He was treated with an insulin solution drip at the hospital. The alleged product was requested for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.